Manufacturer narrative:
The product has been returned and cracks were found on the navigator's transmitter battery door latches in the initial test; however, further investigation is needed. A follow-up report will be sent once investigation results are available. (B)(4).

Event description:
As it was reported by medical affairs via email: the daughter of a cypher stent consumer called for medical information and also reported adverse events. After presenting with chest pain,the patient had 2 cypher stents implanted (B)(6) 2007, one in the lad and one in the rca. On (B)(6) 2010 she experienced chest pain again and was admitted to the ICU overnight. A cardiac catheterization was performed which showed that "the stent was closed." The cardiologist also stated that he only saw one stent and not two. The artery in which the stent was closed was stated to be "front main of the heart." Patient was treated with another stent implant. On (B)(6) 2010, the patient again was experiencing chest pain. Treatment was nitroglycerin with relief, but chest pain recurred and is ongoing. No additional information was available.

Event description:
A returned freestyle navigator transmitter was found to have a fracture on the lip under its battery door. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a correction follow up report. MDR 2954323-2010-00655 was submitted in error, and it is a duplication of MDR 2954323-2010-00164 submitted on feb 17, 2010. The reportable event in MDR 2954323-2010-00655 was already reported in MDR 2954323-2010-00164 and a supplemental report has been sent on april 23, 2010 with investigation results.